Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2014, the patient had swelling apparently related to the morphine; they decided to remove it. During the rinse, the physician noticed that there was blood in the pump. After that and when the device was clean, the old medication was placed in the pump. Subsequently, the swelling disappeared, but the patient had no pain relief. Because the patient had blood in the pump and the patient did not have relief, the physician assumed that it was due to device malfunction and decided to change it. The pump and connector were changed. At the time of the removal there was blood in the connector. The same medications were used in the new pump. The patient had been followed closely and reported that the pain was getting better. The severity of the event was noted to be ¿mild¿. The outcome of the event was reported as ¿recovered¿. The pump was also delivering prialt, fentanyl, clonidine, and baclofen. Additional information has been requested, but it was not available as of the date of this report.